Event description:
It was reported that the fiber stopped working. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned fiber identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber body measured 308.1 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3 mm and appeared in good condition. During functional testing, there was no light present from the sma connector, indicating there was a fracture within the fiber connector, and in addition, there was also burn marks on the face. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output this could also have lead to the burn marks observed on the connector face. The device instructions for use states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Carefully remove the fiber from the package. Handle the fiber with care as damage may occur if struck or bent sharply. Inspect and treat the output tip with particular care as it represents the most delicate, easily damaged portion of assembly.